Event description:
Customer reported that the basal rate settings were gone from the insulin pump. He reported that the bolus wizard settings were still in place. The blood glucose reading was 248 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed the insulin pump was programmed with correct time and date. The device also was programmed with a 2.0 u/hr basal rate and monitored for two days. The unit delivered properly all basal profiles. No erasing basal rate profile anomalies were noted. The device passed the self test, an error alarm test and displacement test. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.